Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the down arrow and ok keypad buttons have been intermittently unresponsive and sticking for the past 4 to 5 days. She confirmed that the keypad is intact; denied exposing the pump to moisture; and stated that she wears the pump in her bra or on her waist.